Event description:
The customer reported that the patient¿s freedom driver exhibited an irreversible fault alarm while the nurse was switching freedom onboard batteries. The patient was subsequently switched to the backup freedom driver. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an irreversible fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.